Manufacturer narrative:
The device was discarded. The DHR was reviewed and there were no non-conformances found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided.

Event description:
The customer reported that a vented bag spike was found broken and was leaking chemotherapy drug at the assembly (between blue spike and white female luer). The device was replaced with no further issues. There was patient involvement, but no adverse event or medical intervention.